Event description:
During a preventative maintenance, the company representative observed that the iabp generated an "auto fill failure" alarm and pumping was not started. No patient was involved.

Manufacturer narrative:
The company representative observed that the drain line had come off. The company representative put the line back in its proper place and the iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).